Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While on support, the purge cassette was leaking from the patient¿s side. According to the registered nurse (rn), the purge cassette was changed and noted a leak at the yellow luer lock connection. Purge bypass instructions were provided, and the rn was going to notify the physician. The rn was instructed that this was a temporary fix and that the pump would require replacement. The luer appeared to be cracked on the reservoir.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event (purge leak-cassette) are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿